Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient's left hip was revised due to pain. Noted intraoperatively, an abc study cup was in the acetabulum and impingement was seen between the cup and the neck of the stem. No debris was seen however, the surgeon noted black tissue and metallosis in the capsule.